Manufacturer narrative:
The technician found the brake rocker arm is broken. The most likely cause is normal wear and tear. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician ordered the necessary parts for repair. No further info is available on the repair of the bed at this time. If any additional relevant info is identified following completion of the repair, the additional relevant info will be submitted in a supplemental report.

Event description:
The technician found the brakes are not holding. The stretcher was located at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).